Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrodes were non-functional

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) was confirmed. As received, the belt failed the ecd electrode fall off test. The cause of the non functional electrodes is a broken solder join at the puls wire connection inside the distribution node (dn). The cause of the test failure is broken solder connection. The root cause of the broken solder connection at the pulse wires was due to excessive force place on the cables. No adverse event resulted from the defective electrode belt.